Event description:
It was reported that during a hepatectomy procedure, the tissue pad was damaged. According to the nurse, the device was activated without tissue present between the blade and the tissue pad several times. The tissue pad was partially detached off. Therefore, it did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4).